Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock lead impedance measurements measuring 127 ohms. Additionally, the patient heard tones from the device. The patient will be evaluated in the clinic to check lead integrity and increase the range. The health care professional (hcp) is also requesting for technical services to review the data. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported. Additional information was received which reported technical services (ts) reviewed device data and confirmed there has been a gradual rise in shock lead impedance measurements ranging from 81-126 ohms. Ts confirmed there were no observations of noise. Ts recommended further lead evaluation and provided troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported.